Manufacturer narrative:
A complete lead was returned for analysis. External insulation abrasion exposing the outer coil was noted from 12.8 cm to 13.1 cm from the connector pin, consistent with friction against the pulse generator can. The abrasion found most likely contributed to the reported noise problem. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
It was reported the right ventricular lead exhibited noise leading to inhibition of pacing. The pacemaker-dependent patient was asymptomatic to this noise, which was reproducible with pocket manipulation. The lead was removed on (B)(6) 2018. No further information was available.